Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 15mm x 3.50mm nc quantum apex¿ balloon catheter was used for dilation at 8 atmospheres; however, the balloon didn't expand enough. The pressure was elevated to 16 atmospheres then the balloon ruptured. The device was completely removed from the patient. The device was replaced with a 3.5×12mm nc emerge balloon catheter. Dilatation was performed at 20 atmospheres and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).